Manufacturer narrative:
The device has not been returned to solventum for analysis and no lot number was provided; therefore, solventum is unable to verify the leak, identify exact location and root cause without a sample. Based on the problem description, a likely cause is the tubing disconnected from the spike. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
The patient received multiple units of packed red blood cells (prbc) and other products via the 3m¿ ranger¿ blood/fluid warming high flow set. A new bag of prbcs was spiked and next transfusion had begun when the connection between the spike of the tubing and the tubing itself broke. This caused delayed delivery of product to the patient as the transfusion had to be temporarily halted as a new tubing set was retrieved. No injuries or medical interventions were required due to the alleged malfunction.